Event description:
It was reported that during a da vinci-assisted pancreatectomy-distal surgical procedure, the large hem-o-lok clip applier instrument clip stuck to the instrument. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the large hem-o-lok clip applier instrument was not inspected prior to use. The large clips were used with the clip applier instrument, and it was unknown if the vessel or tissue bundle was greater than the specified diameter suggested in the instruction for use (IFU). The incident occurred with the third clip. The issue was resolved with a new clip applier instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the large hem-o-lock clip applier instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The large clip applier has been returned and evaluated by the failure analysis team. The large clip applier instrument was found with one grip severely bent. The damage was found at the clip groove. As a result, the clip could not be properly loaded on the grips and clip action performance was hindered. The grips do no show cracking damage.